Event description:
It was reported that the c-arm randomly turns to the left all the way. No injury reported. A field engineer was dispatched to the site and it was determined that the rotation switch on the back of the c-arm seemed like it was sticking. The rotation switch and the left and right switch banks of the c-arm were replaced. Once this was completed the system was working as intended.